Event description:
During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Use of a farawave catheter to treat persistent atrial fibrillation constitutes off-label use of the catheter. After transseptal puncture, the physician attempted to aspirate sheath. The sheath would not aspirate. The physician attempted to relocate sheath within the left atrium (la) and attempted aspiration again. The sheath aspirated 10ml and then stopped. The physician attempted to insert an hd grid mapping catheter into the sheath. The catheter was advanced without issue. The transseptal sheath was connected to a pressure bag and an attempt to zero and read an la pressure was made. The pressure measured over 50mmhg and was thought to be errant. The physician opted to replace the sheath. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified that the outer and inner valves were torn, and that both valves were not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Use of a farawave catheter to treat persistent atrial fibrillation constitutes off-label use of the catheter. After transseptal puncture, the physician attempted to aspirate sheath. The sheath would not aspirate. The physician attempted to relocate sheath within the left atrium (la) and attempted aspiration again. The sheath aspirated 10ml and then stopped. The physician attempted to insert an hd grid mapping catheter into the sheath. The catheter was advanced without issue. The transseptal sheath was connected to a pressure bag and an attempt to zero and read an la pressure was made. The pressure measured over 50mmhg and was thought to be errant. The physician opted to replace the sheath. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory.